Manufacturer narrative:
E1: patient city: (B)(6). Patient country: colombia.

Event description:
Reference number (B)(4). Event occurred in colombia. It was reported that patient faced infusion set tubing detachment event on (B)(6) 2026 due to a tape not sticking while the patient was swimming. The site location was abdomen. The location of detachment was close to site location. The infusion set was in use for 2 days. No further information available.